Manufacturer narrative:
Isi has received the force bipolar instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, before administration of anesthesia and prior to port placement, the force bipolar instrument was inspected and the jaws failed to open. Use of the instrument was discontinued. The user completed the planned procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have one bent grip, causing misalignment of the grips. There was a 0.0180¿ offset at the tips. This causes the tips not to open. The grips do not show cracking damage. Components adjacent to this bent grip do not show damage.